Manufacturer narrative:
The device was received for evaluation and an evaluation is complete. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing. The reported issue of tear in patient line was verified during visual inspection. Cut tubing on the supply line as well as fill line, patient line, drain line, and several cuts to the cassette sheeting were identified. The cause of event was determined to be flow wrap damage during manufacturing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of a homechoice cassette had a tear in it. This issue was identified during use while the patient was connected. The caregiver stated they had noticed the tear in the line and had the patient disconnect. The technical service representative assisted the caregiver in ending therapy and removing the supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.